Manufacturer narrative:
The subject device was not returned for evaluation. Site visit and training was performed. Ess (endoscopy support specialists) visited the user facility and performed observation at the customer site. Training and in-service was performed and these includes all cleaning, disinfection, and sterilization information contained in the olympus manual. The ess explained the importance of the information and the recommendation provided to them and was acknowledged by the staff in attendance.

Event description:
It was reported that some of customer¿s site facility reprocessing steps were skipped by various staff members. The staff members reported that the air/water channel cleaning adapter is not always used. There are no patient harm or injury reported on this event. To date, no patient infection associated on this report.